Manufacturer narrative:
Visual examination of the complaint device showed that the clip assembly was fully deployed and the clip was not returned with the device. The yoke, part of one of the prongs, and the tension breaker was stuck on the bushing. A kink in the control wire was also noticed. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to release from the catheter, and when withdrawing, one of the clip arms detached and fell inside the patient. The piece was recovered and the procedure was completed with another resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to release from the catheter, and when withdrawing, one of the clip arms detached and fell inside the patient. The piece was recovered and the procedure was completed with another resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable. There were no patient complications reported as a result of this event.